Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging noisy device. There was no report of medical intervention. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected device and observed the following from an external and internal inspection: observed unknown dust/dirt contamination on all surfaces of device, unknown white contaminant present where filter should be. There was an unknown white in color dust contaminant present on blower box, blower motor casing, and o-ring. There was a keratin-like substance present around the blower housing outlet. Portions of sound abatement foam had entered the blower motor, causing the impeller to not rotate freely. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints.